Manufacturer narrative:
The reported event was confirmed and cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Evaluation found that the returned catheter could not flow water through the drainage lumen due to blood clot accumulation inside the lumen causing blockage. The exact cause of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: 1. Precautions for use (exercise caution when using the device in the following patients) (1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the urine flow was not observed after the foley catheter insertion. Although the catheter was inserted again by physician, but no urine could be drained out. So it was replaced with another catheter and the urine flow was observed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine flow was not observed after the foley catheter insertion. Although the catheter was inserted again by physician, but no urine could be drained out. So it was replaced with another catheter and the urine flow was observed.